Manufacturer narrative:
An event of "complete de novo left bundle branch block was observed that persisted until the end of the procedure" the patient developed severe dizziness, asthenia, sweating, and was diagnosed with atrial fibrillation and complete heart block was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 27mm portico ng valve was selected for implant. During procedure, after pre-dilation, complete de novo left bundle branch block was observed that persisted until the end of the procedure. After valve implantation, a transthoracic echocardiogram and aortogram were performed, showing moderate aortic insufficiency due to posterolateral paravalvular leak. It was decided to post-dilate, which reduced the insufficiency to a mild degree. On 5(B)(6) 2021, the patient developed severe dizziness, asthenia, sweating, and was diagnosed with atrial fibrillation and complete heart block; a permanent pacemaker was implanted. Of note, prior to procedure, the patient had mild thrombocytopenia which progressively worsened post-procedure; the patient was started on anticoagulation. No patient consequences were reported. Clinical study patient ID: (B)(6).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.